Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
(B)(4). Reason for original complaint: patient was revised to address metallosis. Update: 5/29/13 - litigation papers received. Litigation alleges fluid collection. There is no additional information that would affect the outcome of this investigation. Update: 6/12/2013: pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 14 aug 2018: (B)(4) has been reopened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges elevated metal ions. Stem was added due to alleged elevated metal ions.